Event description:
Symptoms/ae: stenosis at the vessel closure site. Time of symptoms/ae: approximately two weeks after arteriotomy closure. It was reported that approximately two weeks after arteriotomy closure, the patient returned to the hospital as she "could not walk for more than ten minutes." An ultrasound was performed and severe stenosis was discovered at the vessel closure access site. The doctor suspected that the stenosis was caused by the proglide. The patient was admitted to the hospital and in 2008, and successful percutaneous transluminal angioplasty (pta) was performed through a contralateral approach and blood flow was restored. Additionally, an ultrasound was done and vessel narrowing was noticed. A stress test was done and results were positive. The patient was discharged to home three days later. Reportedly, arteriotomy closure had been performed to the profunda artery (off label use). A femoral angiogram was not performed prior to the use of the proglide device. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.